Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected check settings alarms were noted. All of the buttons responded properly and no button anomalies were noted. No cosmetic damage was noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when they press the down button it goes down twice when the button is only pressed once. Customer also reported high blood glucose readings of 521 mg/dl. Customer stated that they don't believe the insulin pump gave them the bolus that they attempted to. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also stated that they have been sick which could have contributed to the high blood glucose readings. No further information reported.